Event description:
It was reported that the patient's charger for the implantable pulse generator (ipg) overheated and burned. It was noted that the charger was sitting in the charging base station and started to melt and lit on fire. The patient had to take the charger outside so it would not start a fire in his home. The patient was doing fine, and the charger was not returned as it was disposed of by the patient.